Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an infection after a recent pump replacement. The health care professional (hcp) was concerned with withdrawal. The hcp wanted to remove the entire system, but then planned to implant a catheter and hook it up to an external pump to continue therapy. The pump was used to infuse baclofen. Additional information has been requested, but it was not available as of the date of this report.